Event description:
Physician attempted to deploy a resolute integrity 3.00 x 22 mm rx drug eluting stent to treat a 20 mm lesion in the rca. The lesion is reported as having severe calcification, minimal tortuosity and 99% stenosis. It is reported that there was about 30% ostwald right takeoff then straight shot to the mid lesion. The device was inspected before use with no issues noted, negative prep was not performed. Pre-dilation was completed with a 2.50 x 15 balloon at 9 atms for 30 seconds. It is reported that resistance was encountered when the resolute integrity was being advanced through a previously deployed non-medtronic stent with restenosis and calcification present. During the first inflation at 9atms with the balloon of the resolute integrity would not hold pressure and did not inflate properly. It was also noted that blood had started to return to the inflation device. The stent was removed from the patient and another 3.0 x 22 mm resolute integrity device was used successfully. There were no reported patient complications.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation was performed - (device or procedural images were not provided for review); related to operational context - (device was passed through a previously deployed stent). Conclusions: unable to confirm complaint - (device or procedural images were not provided for review); operational context caused or contributed to the event - (device was passed through a previously deployed stent). (B)(4).